Event description:
It was reported that the implant at tooth site #27 was removed due to bone loss. Patient came in 3 months later, x-ray taken showed bone loss around implant. Symptoms as a result of the event: sensitivity.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.